Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.

Event description:
It was reported that the ventilator generated three technical error codes indicating disabled valves, internal memory error and communication error between the breathing and monitoring subsystems. The ventilation subsequently stopped. There was no harm to the pt. (B)(4).